Manufacturer narrative:
(B)(4). Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect at initial drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 4666ml. The fill volume was 2400ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, the patient did not report any symptoms of overfill. Additionally, the nurse was not aware of the patient's excessive drain volume. There was no patient injury or medical intervention associated with this event. The patient has resumed on hemodialysis.